Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a faulty processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.